Manufacturer narrative:
The current manufacturing location for the replacement device (as complainant part 314.12 has been obsolete) is monument. The exact location of manufacture for the reported device is unknown. Device is an instrument and is not implanted or explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. A review of the device history records cannot be completed with the provided part/lot combination. The device is now considered obsolete and has been replaced with another part (possibly part number 314.27). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a screwdriver was found broken into two (2) pieces when the reporter was going through inventory. No patient or procedural involvement noted. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (part number 314.12, large hexagonal screwdriver, lot number 2073). The returned instrument was evaluated and the complaint condition of broken was able to be confirmed as the drivers handle was broken into two pieces. Additionally the handle contains numerous cracks/voids consistent with degradation from years of sterilization. No manufacturing date was able to be identified; however the instrument has not been manufactured since 2007. It is at least 8 years old. Relevant drawings for the returned instrument were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. Due to the age of the device, a device history review was unable to be completed as necessary documentation does not exist. The failure mode (broken phenolic handle) is typically attributed to the age of the device, as years of sterilization cycles may degrade phenolic handles. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.